Manufacturer narrative:
It was reported that the flow-I failed the flow transducer test during sco. The n2o module was found faulty and replaced but has not been available for investigation. . No logs have been received but the fault can be confirm by inspecting received screen images. Without the replaced n2o gas module, we are not able to determine the true cause of the fault.

Event description:
Manufacturer´s ref: # (B)(4).

Event description:
It was reported that the flow transducer test failed during system check out. There was no patient connected to the anesthesia workstation during the event. Manufacturer´s ref #: (B)(4).